Manufacturer narrative:
Batch review performed on 16-sep-2021: lot 2100295: (B)(4) items manufactured and released on 06-apr-2021. Expiration date: 2026-03-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Patient match planning review performed by my solution department. The surgeon performed a CT protocol scans and asked a full analysis of them. Our analysis of the myknee process of this case found no deviations from the standard procedures. Each step has been performed correctly.

Event description:
Primary myknee kinematic alignment MRI pps blocks performed on (B)(6) 2021, during the 2 weeks follow-up visit the surgeon noticed that the patella implant was dislocating in the last 20% of flexion once the patella leaves the groove. No revision surgery planned at the moment.